Event description:
Inability to use device; I use a dexcom g6, their apps for reading blood sugar do not work with the (B)(6) or (B)(6) line of phones, thus causing consumers with diabetes to miss the needed readings to maintain control of their diabetes. Their apps are tied to specific phones, and not the version of (B)(6) being ran on the phone. (B)(6) has been out for almost a year, but they keep telling us that they do not know when the apps will be updated so we can use their transmitters and sensors. The app on my (B)(6) tells me that my phone is not compatible with the app and I should install the app on an approved device. My phone is running (B)(6), and they do have phones approved with that version of (B)(6). Why not this one? Why do they get to decide which phone I use and keep getting their money for a defective medical device? They have no customer service, and do not reply to emails. It is a defective product (as is evident by the reviews in the (B)(6)). They know it is defective, but continue to sell it. Additionally, when it does work, it can be 30-50 points difference in the glucose readings than with a finger stick. I should bet my life on this product? FDA safety report ID# (B)(4).